Event description:
The event is reported as: the blade did not fit properly on the handle. The alleged issue was detected prior to use.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.